Event description:
It was reported that the patient had his inflatable penile prosthesis removed due to unspecified reasons. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir were implanted. Boston scientific has been unable to obtain additional information regarding the circumstances.